Event description:
The report received from the affiliate indicated that the patient had two (2 each) smart control stents implanted during the index procedure: a 6x150 stent distally and a 6 x 60 stent proximally in overlapping fashion in the right femoral artery. Approximately (B)(6) months later, angiography was done as routine follow-up and revealed that the smart control 6 x 150 distal stent was fractured/but not separated and a small thrombus was noted at the fracture site. The patient was not symptomatic. The fracture was treated by balloon angioplasty using a 4 x 120 balloon catheter. There was no problem observed with the other smart control 6 x 60 stent. There was no reported patient injury. The target lesion was the mid-upper segment of the right femoral artery. The lesion was pre-dilated with a savvy long 3 x 120 balloon catheter (bc). The stents were post-dilated with a savvy long 4 x 100 bc/distally and a savvy long 5 x 80 bc/proximally. Ivus was not done.

Manufacturer narrative:
The report received from the affiliate indicated that the patient had two (2 each) smart control stents implanted during the index procedure: a 6x150 stent distally and a 6 x 60 stent proximally in overlapping fashion in the right femoral artery. Approximately eight months later, angiography was done as routine follow-up and revealed that the smart control 6 x 150 distal stent was fractured/but not separated and a small thrombus was noted at the fracture site. The patient was not symptomatic. The fracture was treated by balloon angioplasty. There was no problem observed with the other smart control 6 x 60 stent. There was no reported patient injury. The target lesion was the mid-upper segment of the right femoral artery. The lesion was pre-dilated with a savvy long 3 x 120 balloon catheter (bc). The stents were post-dilated with a savvy long 4 x 100 bc/distally and a savvy long 5 x 80 bc/proximally. Ivus was not done. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15375421 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
Concomitant products: bc: savvy long 3 x 120; savvy long 4 x 100; savvy long 5 x 80. Smart control 6 x 60 stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.